Event description:
It was reported in a monthly maude review that during a right shoulder arthroscopy for a rotator cuff repair, a swivel lock suture anchor broke. The metal portion was retrieved but the remaining peek (non-metallic) could not be located in the joint. Repeat MRI showed that the non-metallic foreign body remained in the posterior recess of the joint, along the posterior cortex of the humeral head. No further information available at this time but an foia electronic request has been made to get facility contact and event details. Follow-up investigation: foia request made: reference (B)(4) but denied.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device cannot be requested for return evaluation as the complainant source is unknown, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.